Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2023-18328. It was reported the patient presented for follow-up in clinic. Upon interrogation, it was discovered the right ventricular and atrial leads exhibited increased pacing impedance and a failure to capture. Imaging confirmed the right ventricular and atrial leads had dislodged. While attempting to reposition the leads, the helices became unresponsive. The right ventricular and atrial leads were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, high pacing impedance, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and high pacing impedance were not confirmed while the reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be partially extended and clogged with blood/tissue. X-ray examination found the inner coil over-torque at the connector region. Electrical testing found internal shorts between conductors due to the damaged inner coil consistent with procedural damage. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.